Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19aug2020.

Event description:
The customer reported the battery does not work. The manufacturer's key market noted that no actions have been performed at the customer¿s site. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The parts have been shipped as nemo (no engineer material only) at customer¿s site, for this reason no more info/details are available. No more information associated with the event can be obtained.

Manufacturer narrative:
G4: 21aug2020 b4: (B)(6) 2020 the service technician confirmed the battery in the device was defect on arrival. The unit was shipped to customer in may 2020 and during the device¿s functionalities review in (B)(6) 2020, before being approved for clinical review, the battery had an issue and was replaced. Due to the updated information, this record will be updated to nonreportable as based on the information provided, the reported issue is not likely to cause or contribute to death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.